Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.device evaluation in process. Upon completion of evaluation, a follow-up report will be sent to the FDA.

Manufacturer narrative:
The returned components displayed fracture of the taper region of the femoral stem. There was excellent bone attachment on the femoral stem. Radiographic analysis post failure shows a small amount of bone resorption around the proximal femur and evidence of thickening of the cortex more distally indicating some loading of the implant in this region. The presence of oxide products at the taper interface indicates that a fretting/galling process may have taken place. Fretting occurs due to micromotion at interfaces and can under some circumstances contribute to fatigue failure through roughening of the surfaces. Taper interfaces are designed to provide a stable mechanical fixation. This can be disrupted by the presence of debris from the surgical site, abnormally high stresses or impaction forces that are insufficient. The presence of third body particles and scratching on the bearing surface may indicate the lubrication mechanism of the bearing couple had broken down. This could have resulted in higher friction and subsequently higher stresses/increased micromotion of the taper interface. It was concluded the component failed as a result of fatigue. Without further information, the root cause for the onset of the failure cannot be determined.

Event description:
It was reported that patient underwent primary hip procedure on (B)(6) 2009. Revision procedure was performed on (B)(6), 2012 due to fracture at the neck of the implant. No further information has been received.